Event description:
The hospital reported to smiths medical international that the line detached from the 3-way stopcock at the patient end of the set. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in a foreign country. The finished product is further assembled, packaged and sterilized by smiths medical international. Examination of the returned unit revealed a solvent ring, which indicates that solvent had been applied to the tubing. The location of the ring indicated that the tubing had been fully seated into the connection. The tubing measured within specification. There were no apparent manufacturing issues. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA has been issued in regard to this issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.